Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# ja2236; 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 5p5t84; delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 52489501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised after patient complaint of pain. The shell, screw, liner and head were revised to a stryker head and sleeve with a competitor shell and liner. Rep provided primary and revision usage sheets and pre-revision x-rays and reported that no further information will be released by the hospital or surgeon.